Event description:
It was reported the tip of the cannula of this biopsy needle was noted to have a burr and would not pass through an introducer guide during a breast biopsy. Two other devices were also noted to have burrs (please reference 6000037-2000-00032 and 6000037-2000-00033). A fourth device was used to successfully complete the procedure without pt complications. The pt's condition is good. The device was rec'd, evaluated and retained by this MFR. The engineering evaluation indicated the cannula's distal cutting tip was burred. Material from the cannula tip appeared to be impacted into the distal edge of the specimen notch. Co is unable to determine the exact cause for this event. Directions for use state "before use: remove protective sheath and visually check stylet and cannula tip for any sign of damage. If any damage is evident, do not use or attempt to repair. Warning: test firing the needle without stablization may damage the cannula tip. Do not leave the needle cocked with the springs under tension until ready to use."